Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device revealed that the articulating distractor was found broken from the hand swivel foot right and left sub assembly. The ring broken and one rod was not returned for examination. Additionally, the device exhibits signs of wear on the overall surface due to normal use. Therefore, the reported condition can be confirmed. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A dimensional inspection was not performed as it is not applicable to the complaint condition. A functional evaluation was performed and the locking sub-assembly with the sliding sub-assembly work properly. The sub-assembly slide properly for the rack of the locking part. The overall complaint was confirmed as the observed condition of the articulating distractor would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a review of the receiving inspection (ri) for articulating distractor was conducted identifying that lot number tbaggt released in four batches. ¿ batch1: lot qty of (B)(4) units were released jun 2, 2023, with no discrepancies. ¿ batch2: lot qty of (B)(4) units were released jun 2, 2023, with no discrepancies. ¿ batch3: lot qty of (B)(4) units were released sep 7, 2023, with no discrepancies. ¿ batch4: lot qty of (B)(4) units were released aug 31, 2023, with no discrepancies. Supplier: tomz corp. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a synthes employee. H3 h6: a review of the receiving inspection (ri) articulating distractor was conducted identifying that lot number was tbaggt released in four batch. Batch 1: released on 02 june 2023 with no discrepancies. Batch 2: released on 02 june 2023 with no discrepancies batch 3: released on 07 september 2023 with no discrepancies batch 4: released on 31 august 2023 with no discrepancies supplier: (B)(4). The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was not returned to depuy synthes, however photos were received for review. The photo investigation revealed that the device has broken ring. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the articulating distractor would contribute to the complained device issue. Based on the investigation findings, potential cause can traced to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patients underwent spinal fusion procedures on (B)(6) 2024. During the procedures, six distractors broke when spreading the intervertebral disc space. Either the "rod" came off the "holder" that was attached to the screws with an innie, or the holder burst during distraction. Since this instrument is sufficiently available in the operating room at the hospital, it was able to be replaced quickly. There were no negative effects on the patients in these cases. Procedures were completed successfully with no delay. This report is for an articulating distractor. This is report 1 of 6 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: d4 (primary UDI number) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.